Event description:
It was reported that the patient saw the ¿in the box¿ icon on the patient programmer the friday prior to the report. The patient met with the manufacturer¿s representative (rep) and stimulation was unable to be adjusted and the display showed the ¿in the box¿ icon. It was noted the patient used the antenna locate (al) feature with each recharge session. It was reviewed waiting between pressing x and start charge button to avoid this in the future. The rep. Was able to resolve the issue by interrogating with the clinician programmer, and programming was intact. The rep. Used the patient programmer after the clinician programmer session to check and the ¿in the box¿ icon was no longer showing.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).